Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak and break. It was reported that during preparation; when paming/deflecting the tip of the catheter in certain directions, the lock line was leaking, the plastic tube below the lock lever cap completely broke off. The device was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of lever luer was confirmed. The reported leak could not be replicated in a testing environment due to the condition of the returned device (detached lock lever luer). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the detachment of the lever luer; however, a definitive cause for the detached luer cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.